Manufacturer narrative:
The reported field event of telemetry issue was confirmed in the lab. However, it is believed that the cause of the telemetry break was most likely due to a noisy environment. Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock and patient notifier were all tested on the bench and no anomalies were detected.

Event description:
During implant, the device was unable to communicate via ble telemetry with multiple merlin programmers. However, the device was able to be interrogated using inductive telemetry. The device was explanted and replaced to resolve the event. The patient was in stable condition.